Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor pcb was evaluated and replaced, and the hard drive and cine drive were reformed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the subtraction was working intermittently and that the saved subtraction images were locking up the hard drive. This resulted in a loss of imaging functionality. There was no reports of pt injury or death associated with this event.